Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/14/2015 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed pump reboots with multiple battery alarms. The battery compartment was cracked with evidence of moisture inside. The battery cap was not returned with the pump, and a test cap was used to complete the investigation. The pump powered on with the test cap. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The leak test failed due to a battery compartment leak. The pump was opened and additional moisture was found inside the pump. Unrelated to the initial complaint, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that the battery compartment was cracked with moisture observed inside. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.